Event description:
On may 26, 2008 the lay user/patient contacted lifescan (lfs) alleging his one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the patient on june 5, 2008 and obtained the following information. The patient reported that the alleged issue began four days prior to contacting lfs. On four days prior to original date at approximately 4:30 pm, right before supper, the patient tested his blood glucose and obtained a reading of "186 mg/dl." The patient claims, he proceeded with administering 5 additional units of humalog insulin (took a total of 23 units) since the result was higher than his usual reading. The patient confirmed, he was feeling fine at the time he obtained the reading. Approximately 15-20 minutes after administering the insulin, the patient states he had a "low sugar attack" and claimed developing the following symptoms: "end of fingers tingled and lips quivered." The patient confirmed he develops these symptoms when his blood glucose drops low. At the time of the symptoms, the patient did not attempt to test because he was at a restaurant and had left his meter at home. The patient reported treating self with food and beverage and feeling better afterwards. During troubleshooting, the cca confirmed the subject meter was set to the proper unit of measure setting (mg/dl), the patient was using the correct testing technique, and the puncture area was being cleaned properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.